Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was implanted " in the joint of my left shoulder" and is now "literally in my arm pit". It was also reported that every time they move their arm it is "binding up" and that it is "constantly being pinched". The patient also reported that it was hurting. The device is still in use. No further patient complications have been reported as a result of this event.